Event description:
It was reported that the infusion device displayed e4 (occlusion error). The patient reported that she was unable to "handle" the error due to having parkinson disease. The patient experienced a blood glucose level of 540 mg/dl at the hospital. She was treated with insulin via perfusor. A sales representative changed the accessories on the infusion device and the e4 message was successfully cleared and the pump works fine with the new accessories. No product is requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was requested.